Event description:
The reporter stated, the surgeon implanted a cc4204a collamer aspheric single piece lens on (B)(6) 2010. There was a myopic surprise and the patient's outcome was unexpected. The lens was explanted on (B)(6) 2010 with no patient injury, no enlarged incision or sutures. Another same model, but different diopter lens was implanted. The reporter stated, the patient was post-lasik and had a long eye.

Manufacturer narrative:
(B)(4). (Myopic surprise). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).